Event description:
It was reported that the left ventricular lead failed to capture. The lead was programmed at that time to conserve battery longevity. A fluoroscopy was performed, and it was confirmed that the lead was dislodged back into the atrium. The lead was explanted and replaced. The patient was in stable condition.